Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that when attempting to power on a customer's device for testing prior to delivery, a white screen is displayed. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the third party service agent/distributor regarding the status of the customer's device but has not been successful. The devices have not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that when attempting to power on a customer's device for testing prior to delivery, a white screen is displayed. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.